Event description:
It was reported that a patient underwent sigmoid diverticular perforation surgery and developed a wound infection with a wall abscess. Peri-guard was used to repair the ¿laparceland abdomen¿. It was further reported that the infection was discovered two months post-operatively at the subcutaneous level. The patient was reopened, and the abscess was drained. The patient received unspecified medication in the outpatient clinic. It was reported the infection has been resolved and "the patient is well". No additional information is available.

Manufacturer narrative:
Explanted tissue was received for evaluation. The returned sample was not placed in a preservative prior to shipment. No additional information could be determined from the returned sample analysis; therefore, the reported condition could not be confirmed or denied. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.